Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at 2.997 mg/day), bupivacaine (15 mg/ml at 4.494 mg/day) and fentanyl (500 mcg/ml at 149.83 mcg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient had poor pain control. A catheter dye study showed a dynamic kink in correlation to the anchor. The hcp was unable to aspirate the catheter from the catheter access port. He applied direct pressure to the anchor and moved it around. While applying pressure he was able to aspirate the catheter. The plan was to surgically replace or revise the catheter at the normal and expected pump replacement surgery. There were no environmental, external or patient factors which may have led or contributed to the issue. It was also noted on the visit notes that 13.7ml of medication were expected in the pump but there were 16mls actually in the pump. The issue was not considered resolved. The patient's weight was provided. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that during surgery on (B)(6) 2019, the hcp was unable to clear the catheter. It was reported that the issue was at the collet (anchor site) in the pump pocket and once trimmed off the catheter was freely flowing cerebrospinal fluid. The portion of the catheter that was explanted would be sent back for analysis. No further complications have been reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4) found no significant anomalies. Analysis of the implantable intrathecal catheter (s/n (B)(4) found no significant anomalies. If information is provided in the future, a supplemental report will be issued.